Event description:
Info received indicates reverse trendelenburg is not working on the bed.

Manufacturer narrative:
The technician found the trend knob was cracked and the rod bent. He replaced the trend knob and rod to repair the bed.